Manufacturer narrative:
G4: 07jan2020. B4: (B)(6). The customer reported that the issue resolved; however, did not respond to requests for additional information. If further information is obtained, this complaint will be reopened. No further information was provided. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03dec2019.

Event description:
The customer reported blower temperature high. There was no patient involvement.